Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. Troubleshooting was done. The customer also reported a calibration error, a bad sensor alert and a lost sensor error alert from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.